Manufacturer narrative:
The actual device was returned to the MFR for evaluation and a product investigation was performed. An external vidual inspection showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any problems. The valve actuation test, system air leak test, patient sensor calibration check, and load cell value passed. A second simulated treatment test was completed. A support warning occured during set-up and another alarm occurred in dwell 4. The voltage check failed due to the measured 5 volt and 24 volt readings being out-of-specifications. The 5 volt was adjusted from 4.94 to 5.07 (v). The 5 volt display was adjusted to 5.07. The load cell was tared and a simulated treatment was performed. The resulting drain volumes were within tolerance. There were no further alarms that occurred during the simulated treatment test. An internal inspection of the cycler was completed and no internal discrepancies were encountered. A device record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) patient reported experienced draining issues for the past 2 weeks. The patient stated he did not receive any alarms or messages regarding the draining issues. The patient stated that when he wakes up in the morning he feels bloated. The patient's pd treatment for the date of (B)(6) 2015 was as follows: (B)(6). The reported manual drain volume of 3700ml was 185% over the expected drain volume which resulted in a reportable device malfunction. During a follow-up with the pdrn, it was reported the patient did not require any medical intervention regarding the reported overfill event. The patient continued pd treatment on the replacement cycler without any problems.